Event description:
It was reported that the patient experienced nocturnal hypoglycemia after working on a car and skipping dinner, and the event was managed with oral carbohydrates in the form of candy. Symptoms included low blood glucose without reported hypoglycemia awareness. Outcomes included resolution of the low glucose after treatment and no hospitalization. Investigation included troubleshooting and education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction or component issue and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.